Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hst iii system (3.8mm) failed to load at step 2. A new device was used to complete the procedure. There was no delay. There was no patient harm.

Manufacturer narrative:
E1 event site name exceeded character limitations: novant health presbyterian med ctr tw ID# (B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
(B)(4). Updated sections: b4,d9,g3,g6,h2,h3,h6,h11. Corrected section: d4 UDI#. The device was returned to the factory for evaluation on 09/19/2024. An investigation was conducted on 10/09/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned outside the loading device with the white plunger not depressed and the blue safety lock on, which prevents the white plunger from being depressed. The seal and tension spring assembly was observed inside the loading device body. The seal and tension spring assembly was removed from the loading device with no visual or physical difficulties observed. There were no visual defects observed on the intact seal or tension spring assembly. Measurements of the delivery device were taken; the inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.218 inches (rm2036883). The length of the delivery tube was measured at 2.51inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was confirmed. The lot # 3000379987 history record review was completed. There were two (02) ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.